Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported patient had discomfort, soreness, pinching, swelling and redness. The patient's reported that his ipg site was "swollen and uncomfortable" to the touch. The patient underwent an ipg pocket revision and relocation for his left flank to his left lower abdomen. Issue was resolved.